Event description:
It was reported that the right atrial (ra) lead had noise which was triggering noise and mode switch episodes. The clinician was provided programming options for device management. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: pm2110 competitor implantable pulse generator. (B)(4).